Event description:
A pt underwent a surgery in 2010 in which the surgeon implanted a xia system. Seven months ago, the pt was re-hospitalized because of severe back pain. After an examination the surgeon found the 3 screws of the 4 implanted were broken. The pt underwent a revision surgery, on an unspecified date in which the surgeon extracted with a lot of difficulties the broken screws. Due to this pattern of breakage the surgeon had to countersink around the body of the screwand remove the screw with a pair of pliers. The consequence of this medical intervention was that he had to increase the diameter of the new screws implanted and he decided to extend the system by putting screws also in l3.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.